Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarm or blank display noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion and no delivery tests. No excessive "no delivery" alarm noted during testing. The insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs during prime test due to moisture damage inside force sensor resistor. Analysis was unable to perform occlusion test due to motor error alarm.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer reported that she received a battery out limit alarm and no delivery alarm. The customer reported that the battery out limit alarm was unable to be cleared. The customer reported that the no delivery alarm was resolved. The customer reported that the buttons were unresponsive. The customer's blood glucose was 49 mg/dl at the time of incident. The customer's blood glucose was 501 mg/dl at the time of call. The customer stated that she treated the low blood glucose with orange juice and sugar. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.